Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). Mdt rep. Said they had a vigilance reference letter sent to them from an hcp who claimed that the letter contained inaccurate and inappropriate information and relationship with hcp was negatively impacted by contents of letter. Mdt rep. Said the letter claimed that an ins for the pt was implanted after expiration date. Tss reviewed implant date and mdt rep. Said the letter said the expiration date of the ins was 03/28/2025, but ins was implanted about a year before that time. Tss provided vigilance email address and agreed to document case. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
B3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Received registration request from pats on 04/28/25. Pt had a pain stimulator implanted with unknown procedure date. Use before date: 03/28/2025. Currently researching whether ins was implanted after use before date or if information was provided in error. Follow-up will be provided upon research completion. Additional information was received from the manufacturer representative (rep). Per email received from mdt rep, it was verified that pain stimulator was implanted on (B)(6) 2024.